Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon believes the tibial component is loose.

Manufacturer narrative:
Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Review of the x-rays provided with the complaint suggests tibial subsidence. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility could not be assessed and product history search could not be performed, as the part and lot numbers were not provided. A definitive root cause cannot be determined.